Event description:
It was reported the patient underwent total elbow arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date between (B)(6) 2015 due to infection. All parts were removed and nothing was implanted to complete the procedure. The patient was treated with antibiotics.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided: product ID - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿early or late postoperative infection and allergic reaction.¿